Event description:
Chipping teeth [tooth fracture]. Blood dripping from mouth [mouth haemorrhage]. Case description: a parent reported that their son, a male age unspecified, used oral-b deep sweep rechargeable toothbrush and when he began to brush his teeth he heard a chipping sound. The toothbrush chipped the front teeth and blood was dripping from the mouth onto the toothbrush. The case outcome was unknown. The father reported he then went and purchase a different, regular toothbrush for his son. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided to date by the reporter therefore unable to proceed with batch retain testing or product investigation.